Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 1 year post the index procedure the patient presented emergently to the emergency room with pain. CT showed and an abdominal aortic aneurysm measuring 65 mm with a contained aortic rupture. The left iliac limb (etlw1624c124e) had pulled up into the abdominal aortic aneurysm sac with an associated type ib endoleak. A 24mm limb was implanted o the left limb, and the event was reported as resolved. There was no endolek on the right limb but the physician decided to extend the distal seal using a 20mm limb. Per the physician the cause was anatomy and disease progression, which was described as a short, dilated, tortuous iliac. The patient outcome was reported as alive with no injury post intervention.